Manufacturer narrative:
A supplemental report will be submitted, upon completion of the investigation.

Event description:
Upon impact of cup with direct anterior cup impactor the shell did not seat to acetabulum. Dr removed cup and tried unscrewing shell from daa bolt. Seems to be cold welded to bolt.

Manufacturer narrative:
An event regarding a disassembly issue for a cup impactor bolt from an associated shell was reported. The event was confirmed. Method & results: -device evaluation and results: a functional analysis confirmed that the cup impactor bolt could not be unscrewed by hand from the tritanium shell. -medical records received and evaluation: not performed as patient factors did not contribute to the reported event. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the event was confirmed. The cup impactor bolt could not be unscrewed by hand from the tritanium shell. It has been confirmed that this event is within the scope of a CAPA opened for exceeded complaint rate for da impactor bolt (p/n 1440-2011) disassembling from cup. The CAPA determined the root cause to be insuf procedure and instructions.

Event description:
Upon impact of cup with direct anterior cup impactor the shell did not seat to acetabulum. Dr removed cup and tried unscrewing shell from daa bolt. Seems to be cold welded to bolt.